Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned device data and diagnostic images. The manufacturing process for these devices was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly, the final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis of the available iegms documented the presence of noise in the rv channel, which led to the charging of a defibrillation shock without shock delivery. The trend data documented three values of the rv pacing impedance less than 200 ohms. Subsequently, the diagnostic images were analyzed. Two of the four available x ray movie sequences showed the lead before it was capped. In these x ray movies the lead under complaint was bent on 3 points in the intracardiac area. Furthermore an interaction with the lv lead cannot not be excluded. It is assumed that the bends in relatively short radii in combination with an interaction with a nearby lead might have led to severe mechanical stress in the implanted state. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of these devices. The analysis of the returned device data revealed the presence of noise in the rv channel as well as values of the rv pacing impedance below 200 ohms. Based on the information available for analysis there was no indication of an ICD malfunction, whereas the integrity of the lead cannot be assured. Based on the provided diagnostic images, an increased stress level of the lead in the implanted state cannot not be excluded. However, no definite conclusion can be drawn regarding the root cause of the clinical observations. An analysis of the lead would be necessary for a root cause investigation. Should additional relevant information or the lead itself become available, the investigation will be updated.

Event description:
Ous MDR - home monitoring alerted rv lead impedance was less than 200 ohms. At in office follow ups, stress tests were performed without noise and the ICD lead impedance was normal. A vf alert was also reported via home monitoring due to noise. No inappropriate shock therapy was performed. The lead was capped and a new lead was implanted.